Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx drug eluting stent (lot no 0008595303) was intended to be used to treat a lesion with 95% stenosis, no tortuosity and mild calcification in the proximal lad. A right femoral approach was used. The lesion was pre-dilated. A 7f zuma guide catheter was also used but it did not engage and was removed intact and replaced with another zuma device. Other non -medtronic devices were also used, which failed to cross and were replaced with other non-medtronic devices . It is reported that the resolute onyx drug eluting stent failed to be deployed and was removed intact. Another resolute onyx device (lot no 0008509040 )was then successfully deployed. No patient injury is reported.